Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2024 . The patient experienced inaccurate cgm values which occurred 3 days after the sensor had been inserted in the arm. There were no symptoms reported. On (B)(6) 2024 the patient went to the hospital to have minor surgery. She informed the nurse that she is diabetic, and she is using dexcom. They took a bg reading, and the patient was diagnosed with diabetic ketoacidosis (dka). The nurse removed the sensor since it was inaccurate. The bg reading was 500 mg/dl and cgm reading was 275 mg/dl. After it was removed, she had her minor eye surgery at outpatient department (opd) and before they left the hospital the doctor prescribed her antibiotics just for her eye, but no medications given for her dka. The patient was discharged the same day. There was no treatment administered. At the time of the report the patient was good. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.